Event description:
It was reported to covidien in 2008 that a customer had an issue with a vistec sponge. The customer reported that the gauze shredded in to a pt's wound during an abdominal procedure. The customer reports that the gauze sponge was unfolded one time prior to it falling apart. No further interventions performed other than picking out the individual frayed pieces of gauze from the pt's wound.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.